Event description:
On the morning of 9/19/05, while performing rapid sequence induction and endotracheal intubation, I had a medical equipment failure that could be of concern and potentially cause harm to future patients. While attempting to intubate the patient, I noted that there was apparently no light being admitted from the distal end of the laryngoscope blade, as is the norm. We stopped trying to intubate, started ventilating the patient by bvm ventilation, and were going to change laryngoscope blades under the assumption that the light bulb was burned out. After withdrawing the laryngoscope and looking at the blade we realized the light was working fine and the fiberoptic wave-guide was misplaced in the largynscope, and was in fact lighting up the wrong (left) side of the blade. With a bit of fiddling I was able to relocate the optical fiber to its correct location and successfully intubate the patient. At no time did the patient's oxygen saturations drop for a protracted time and there was no patient harm suffered as a result of this equipment issue. I am however, concerned about it as it could certainly result in patient harm in a future event. I have recently (6 months ago) switched to these particular laryngoscope blades (which I believe are disposable) hospital-wide, and I haven't heard about this happening previously. I discussed the issue with the managing coordinator of respiratory care, and am writing this summary to alert her, the company making the equipment, and whatever other agencies might be indicated.